Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 55 year-old patient was implanted on (B)(6) 2023 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2023 patient presented with left breast pain, biozorb noted as being palpable. On (B)(6) 2023 patient reported continued pain at the lumpectomy site. On (B)(6) 2024 cellulitis developed at the left breast requiring antibiotic treatment. On (B)(6) 2025 at a mammogram and ultrasound examination was found the biozorb clips possibly migrated. On (B)(6) 2024 breast became infected again with erythema, tenderness, some crusty drainage from the incision and some skin lumps around the scar. Cultures showed bacterial load so the patient started an antibiotic treatment. On (B)(6) 2025 doctor recommended removal of any foreign objects (biozorb) should be considered. On (B)(6) 2025 patient underwent a surgical procedure for removal of biozorb implant due to chronic infection of the left breast, foreign body reaction being found at the implant site. On (B)(6) 2026 patient was recommended fat grafting to right breast and reconstructive surgery for the left breast. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.